Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide an update to the conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker recorded a heart rate of less than 30 beats per minute via telemetry. It was suspected that the auto capture test may not be performing as desired. Right ventricular automatic thresholds were programmed off. This device remains in service. No additional adverse patient effects were reported.